Event description:
Customer reported that she was hospitalized three times this year due to high blood glucose and dka. Customer stated that the blood glucose reading of the last hospitalization was over 500 mg/dl and was taken to the hospital for assistance. Customer did not want to troubleshoot the insulin pump, just wanted a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window and broken belt clip slot.